Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. This pump was not being used for insulin therapy at the time of the event, so no blood glucose level was obtained. Reportedly, the customer performed a cartridge change resolving the issue.